Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device alarmed a hardware low level failure. The customer¿s blood glucose during the incident was 107 mg/dl. Troubleshooting was performed. The device did not pass the self-test at the time of the call. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly . No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or absence of alarm not confirmed.